Manufacturer narrative:
Additional information was received on (B)(6) 2015. The product associated with lot# 3j01393 was manufactured according to specification. No previous investigations are available. After a thorough batch review, no discrepancies, non-conformances or deviations were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
The end user reported he is currently taking gattex (teduglutide) for his short bowel syndrome which has resulting in stomal enlargement. As a result, the skin barrier opening rubbed against his stoma causing intermittent bleeding. He stated the bleeding was scant and was less than a teaspoon full. Follow up with the end user found the bleeding has stopped since the end user increased his wear-time from 2-3 days to a full 3 days. In addition, the end user was advised to use a more appropriately sized skin barrier.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. FDA registration number: (B)(4). (B)(6).